Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.